Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. Both devices have been returned for evaluation. Of the two malfunctions, two identified fractured material and partial deployment. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The product code for the fluency plus endovascular stent graft product is identified.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model fvl07060 vascular stent graft allegedly experienced fracturing and misfired. This information was received from one source. One patient was involved in the two malfunctions with no patient consequences. No patient information was provided.